Event description:
It was reported that an occlusion alarm occurred. There was no adverse impact to customer¿s blood glucose level. The customer resolved the issue by replacing the infusion set and cartridge before resuming insulin.